Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were drain issues during pd treatment. A review of the patient¿s treatment records identified that the patient was overfilled and drained 2085ml of 850ml fill during cycler 9 of treatment. This drain volume is 260% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the drain issues with the overfill event and said that the patient did not have any harm, intervention or adverse event associated with the overfill. The patient did get a new cycler and is doing better with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were drain issues during pd treatment. A review of the patient¿s treatment records identified that the patient was overfilled and drained 2085ml of 850ml fill during cycler 9 of treatment. This drain volume is 260% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the drain issues with the overfill event and said that the patient did not have any harm, intervention or adverse event associated with the overfill. The patient did get a new cycler and is doing better with no further issues. The cycler is available to return.

Manufacturer narrative:
Correction: h.1.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were drain issues during pd treatment. A review of the patient¿s treatment records identified that the patient was overfilled and drained 2085ml of 850ml fill during cycler 9 of treatment. This drain volume is 260% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the drain issues with the overfill event and said that the patient did not have any harm, intervention or adverse event associated with the overfill. The patient did get a new cycler and is doing better with no further issues. The cycler is available to return.